Event description:
It was reported that the customer was hospitalized with blood glucose levels greater than 900 mg/dl and ketones. It was stated that the insulin pump gave a motor error alarm prior to the hospitalization. Troubleshooting was performed, and the insulin pump passed the displacement and self tests. The insulin pump was not exposed to high magnetic fields. The drive support cap was damaged as well. Reviewed the alarm history. Found no delivery, weak battery and motor error alarms. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.